Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
On (B)(6) 2011, the cusa nxt system was going to be used for trial by the physician. The pump failed during a test run. Although there was no patient involvement or patient injury, there was no delay in surgery, and the failure did not occur during the surgical procedure, integra lifesciences corporation's risk management review on (B)(6) 2011 indicated that the cusa nxt vacuum pump failure will cause the loss of aspiration, thus preventing the surgical procedure from proceeding.